Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.